Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the tightness test. - the tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. The reported information is very poor and for the sake of certainly we assume that this event occurred during the pre-operational check what makes this case reportable. - a continuous alarm was observable both visually (error codes / message alerts) and through hearing. No further details about the alarms were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: 3349) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the tightness test. - the tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. The reported information is very poor and for the sake of certainly we assume that this event occurred during the pre-operational check what makes this case reportable. - a continuous alarm was observable both visually (error codes / message alerts) and through hearing. No further details about the alarms were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.